Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the light transmission on the light source dose not persist and flickers. It was found when the device was used to insert tube in the operating room". No patient injury reported. Patient condition reported as fine.

Event description:
Customer complaint alleges "the light transmission on the light source dose not persist and flickers. It was found when the device was used to insert tube in the operating room". No patient injury reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.